Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a secondary infusion with fluid remaining in the tubing. The volume to be infused (vtbi) was increased for the secondary infusion for the residual volume to pass through the primary infusion set and flushed by the primary solution. The fluid on the secondary infusion set did not move on restarting the pump even after raising the IV pole. Instead, we saw fluid dripping at the drip chamber of the primary solution set. The primary bag had about 200 ml. Normal saline 50 ml programmed at tko as the primary infusion line to a medication prepared in a 250 ml as the secondary bag. After setting the pump's program to give the medicine from the secondary line, both bags' solution was dripping. The event happened during patient use at the medicine unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.